Event description:
It was reported that after swimming with the ilet bionic pancreas in shallow water for about an hour, the device¿s physical wake button became unresponsive, and later the screen no longer activated when placed on the charger; insulin delivery continued and blood glucose was reportedly unaffected until the user transitioned to backup therapy when screen activation failed. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization; the user temporarily used backup therapy and later received a replacement device. Investigation included customer technical support troubleshooting and device replacement logistics. Investigation of this case revealed a nonfunctional sleep/wake interface and subsequent failure of the charging-initiated wake function; user handling included exposure to water within shallow depth for a limited duration. It was concluded that the device experienced a malfunction of the wake button and screen activation pathway; a replacement device was provided and the original unit was returned for evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.